Event description:
Provider states the left arm cup broke during transfer in bathroom and will not hold the arm, no property damage or injury alleged, unit in residential home. No further information provided.